Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went on site to evaluate the reported system. During their evaluation, there was no hardware failures were identified. As a precaution the the fse updated the software of the xhibit telemetry receiver to improve performance. Cause of failure could not be determined.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, the telemetry patients would drop off the central intermittently for 30 seconds before returning on their own. There was no patient or user harm associated with this event.